Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box data revealed records of power on reset. On examination, the battery compartment was intact without damage. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On investigation, the pump powered on without alarming per normal operation. The pump was exercised for 24 hours without any interruption or loss of power. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged power issue and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue; the battery cap cannot be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse physical event.